Event description:
Paramedics attended to a person diagnosed in ventricular tachycardia. An attempt was made to administer a synchronized defibrillator shock to the pt using the device. The defibrillator allegedly failed to charge. The pt was transported and delivered to the hosp after approximately 5 minutes. The pt went into cardiac arrest in the emergency room. The pt was not resuscitated. The reporter did not know if the alleged malfunction affected the pt's outcome. A clinical review of the reported event by medtronic concluded that the device did not likely cause or contribute to the pt's outcome because the pt was in a ventricular tachycardia rhythm with a blood pressure indicating the pt was relatively stable.